Event description:
A nurse reported the system did not have vacuum while in vitrectomy mode. A second unit was brought in and the case was completed. There was no harm to the patient reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss assisted the facility's biomed in testing the system. Vitrectomy functions were reported to work fine and no vacuum problem was observed. The facility did not request service. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).